Event description:
Inaccurate low readings. In blood glucose tests, customer received readings of 200 mg/dl (lab) and 69 mg/dl (meter) within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.